Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 87 mg/dl, 112 mg/dl, 107 mg/dl, 99 mg/dl, 154 mg/dl, 108 mg/dl, and 119 mg/dl. Customer used two aviva strip lots (303433 and 303479) with these readings, but is unsure which lot was used with which reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva strip lot 303433. Reference medwatch with (B)(6) for the aviva strip lot 303479.